Event description:
Healthcare professional reported "rupture and textured implants" confirmed by MRI. Patient undergone open capsulectomy. This record is for the left side. Additionally reported was capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d1, d2a, d2b, d4, d6b, g4, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Additionally reported was capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture and textured implants" confirmed by MRI. Patient undergone open capsulectomy. This record is for the left side. Device remains implanted.